Manufacturer narrative:
Insulin pump had button error alarm and act button did not respond due to corroded keypad trace. Insulin pump was received with minor scratched display window and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while attempting to bolus. The customer could not clear the alarm. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 216 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.